Event description:
It was reported that a patients pump is being sent back due to an error and it not being able to run properly. Pump is alarming with no disposable pump can't run" message. No adverse patient effects were reported.